Event description:
Due to the patient's anatomy, implant was difficult. The patient had nine inductions, seven of which required external rescue shocks. After implant, poor thresholds were observed and the patient developed pericardial rub. After a few days, dislodgement was suspected when the atrial channel was oversensing ventricular activity. During an attempted repositioning, blood was noted inside the lead. Therefore, a new lead was implanted.